Manufacturer narrative:
Further information was requested but is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing, variable capture threshold and noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial (ra) lead. Provocative testing was performed revealing no anomalies. The physician elected to monitor the patient. The patient was in stable condition.